Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level remained within the normal range and did not exceed 500 mg/dl (27.7 mmol/l). No additional information was received regarding the outcome of the event.